Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking catheter is confirmed; however, the exact cause is unknown. One video of a powerloc was returned for evaluation. An initial visual observation of the video showed a powerloc in use. A clear liquid was infused and a leak could be seen on the distal end of the sample in the returned video. No split or other damage could be seen but leak is confirmed. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported fluid leakage from safety pin switch, interference with patient infusions. After a liquid leak occurs, unplug the port needle and reinsert a new one. No patient harm reported. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.